Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the hcp was unable to update the patient's pump post implant. The caller reported error codes 102 and 140 each time she attempted to update. An update was attempted with the another tablet and the same message was displayed. The tablet was rebooted and the session was ended but after several attempts to program the same error occurred. They attempted to discontinue therapy and also match the low reservoir and reservoir volumes and update but the same message was displayed. The physician was not comfortable and decided to take the patient back to surgery. The pump was replaced. No further complications have been reported as a result of this event.